Manufacturer narrative:
No lot code or sample provided; therefore, lot specific evaluation cannot be completed. A similar reportable incidents review was completed for time period 08/01/2013 to 07/31/2014, and there was no other incident reported for this type complaint condition. No root cause can be determined. (B)(4).

Event description:
As reported in an ophthalmology periodical (arch ophthalmol/vol 127 (no. 12), dec 2009, pages 1616-1623), a case report is referenced which involves a case of contact lens related peripheral ulcer. No other information was provided. Due to the source of the complaint, further information and follow-up is not possible.